Manufacturer narrative:
Upon retrospective review, this issue was determined to be reportable as an MDR.

Event description:
Merge cardio is a system intended to be used to acquire, store, print, transfer, and archive clinical information including images, hemodynamic studies and reports, measurements (via import from dicom structured reporting, text files or optical character recognition of measurements captured on images) and cardiology signal (waveform) data. It was reported that age, sex, dob, and the referring md are not populating the report from the order that is being sent to vericis. It was determined by customer support that if technicians are not sending in adt messages from the his system, then information such as dob, sex, and age will not be included in the report. There was no report of patient injury. (B)(4).